Event description:
It was reported that during an implant, varying high voltage impedance was noted in the device. The device was replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of high voltage impedance anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.